Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing issues loading to the biometric identifier (bio ID) page after the username was entered. A field service engineer (fse) changed speed and duplex settings to half, and the internet protocol (ip) information was verified to match nearby stations. Attempts to remote in were unsuccessful for screen sharing despite connection. Bio ID health was checked with no issues found. The ethernet cable was replaced, which resolved the problem. The remote support service (rss) connection attempts were made, and the bio ID health was confirmed using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the station was very slow while logging on in it. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the station was very slow while logging on in it. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.